Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
MFR review of a vns pt's programming history revealed a pt developed high lead impedance readings with "ok" output status two weeks after being implanted with the vns therapy system. It is not known if the high lead impedance is still occurring or has resolved. Attempts to the attending physician have been unsuccessful date.